Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), stem, lot # 559950; item # (B)(4), bone screw, lot # 3787070; item # (B)(4), bone screw, lot # 3805574; item # (B)(4), bone screw, lot # 3619517; item # (B)(4), taper sleeve, lot # 183380; item # (B)(4), taper adapter, lot # 347870.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via operative note review. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found relevant to the reported event. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision approximately five months post implantation for an unspecified reason. Intraoperative finding were reportedly consistent with abductor musculature avulsion and reaction. The patient had also been experiencing pain caused by limb shortening from a previous revision. No additional information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05491, 0001825034-2017-05493, 0001825034-2017-05494. Customer has indicated that the product will not be returned to zimmer biomet, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip revision procedure approximately one year post--implantation due to pain, leg length discrepancy, and elevated metal ion levels. During the procedure, abductor musculature avulsion secondary to metallosis was noted. Attempts have been made and additional information on the reported event is unavailable at this time.